Event description:
This lead was explanted due to high impedance. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 15 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. In between a 2 cm segment of lead body was missing. The analysis demonstrated multiple signs of abrasion along the lead fragments. On the proximal lead fragment the connectors and the yoke were abraded. At the distal lead fragment severe insulation damages due to abrasion were noted, particularly between 16 cm and 9 cm as well as 10 cm proximal to the lead tip. The conductor cable to the shock coil was exposed, consistent with the observation reported in the complaint text, and was fractured at 10 cm proximal to the lead tip. The conductor fracture can be considered as the root cause of the high shock impedance. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. The available x-ray images showed the presence of an atrial lead in the implanted state. This lead most likely interacted with the lead under complaint over the relatively long service time of more than 8.5 years. Furthermore multiple extraction damages were found, like cuts in the insulation and a deformed fixation helix. Blood penetrated the lead. In the df-1 connector the conductor cable to the shock coil was pulled out of its welding point due to tensile forces applied during the surgery. Due to the extent of the damages a mechanical analysis was not feasible. The electrical analysis confirmed a broken contact in the conductor to the shock coil. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.